Manufacturer narrative:
Investigation revealed that there was no system malfunction. Our investigation of the case logs indicated that the misplacement of the implants was likely due to a combination of excessive deflection forces on the end effector or skiving while using instruments in the end effector and a potential drb shift that occurred during registration acquisition. The case logs showed numerous warnings stating that excessive deflection force was detected while navigating instruments on trajectory. Excessive deflection force on the end effector may cause the instrument to skive depending on the technique of the user. Skiving can lead to the misplacement of screws. The surveillance marker was not paired until after the registration transfer. Without a paired surveillance marker, the system is unable to detect any excessive movement of the drb and possible registration shifts. The observed overall risk level is low, which does match the anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue was traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by fluro during surgery.